Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate. The inaccurate issue began on (B)(6) 2009 at 6:30pm. The patient reported blood glucose results of "331, 366, and 453 mg/dl" with a lifescan meter and "266 and 285 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly developed symptoms described as "unbalanced and shaky" 15 hours prior to the onset of the inaccurate issue. The patient did not receive any treatment as a result of the product issue. During troubleshooting, the customer care advocate verified that the testing process was correct, the test strip vial is in good condition and within the discard date, the patient did not have any control solution, and the results are from the same approved sample site. This complaint is being reported due to the alleged inaccurate high issue. The patient's symptoms preceded the product issue. In addition, the patient did not receive any medical intervention that would suggest the patient had acute complication of diabetes. Hence, there is no evidence that the patient suffered a serious injury due to the reported issue. Replacement products were sent to the patient.